Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the patient returned for a two-week postoperative visit after a vaginal hysterectomy procedure and had to be re-admitted to correct an adhesion that had formed. Surgeon used the device in the original procedure and it appears that one of the staple legs did not close completely. The staple leg hooked onto the ileum, grabbed some bowel and created the adhesion. The staple was noticed on a MRI. The patient is currently fine.